Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that sticky mechanism of membrane causing the platen to be stuck in the closed position and not opening when the pump module door is opened. No products available for investigation. This issue was observed by bd representative during site visit. There was no patient involvement. No further information available.